Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. This complaint is for a report of a use error - failed to follow therapy steps during the priming stage, where the home patient was connected during prime. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set, warns the user not to connect to your patient line unless the fluid level is at or near the connector at the end of the disposable set patient line, and warns the user that connecting the transfer set to the patient line before connect yourself appears on the display screen may result in iipv. The guide warns the user to that connecting yourself before connect yourself appears can cause air to be delivered to your peritoneal cavity. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
While troubleshooting for a check lines and bags alarm on a homechoice (hc) device, a technical service representative (tsr) discovered that a home patient (hp) connected to the patient line during the priming phase of automated peritoneal dialysis (apd) therapy. The tsr instructed the hp to disconnect from the patient line using aseptic technique and to inform the registered nurse (rn) regarding the issue as the hp reported seeing fibrin in the line. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.